Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). PMA/510(k)#: k081047; k123188; k133786. The previous repair report for ultra duo flex fluid cart serial number 131389 was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. On 28 march 2018, it was reported from (B)(6) university medical center that a unit was pushed out into the hallway with a note that says it does not register fluids properly. (B)(4) was contacted about the cart and dispatched a service technician to be at the site. The technician arrived at the site confirmed that the unit was not registering correct fluid levels, found isolyzer in both cylinders, fluid leaking from the manifold housings, and noted that the bottom of the power IV pole had be secured improperly with zip ties. He soaked the cart overnight, replaced the manifold housing (part # 91927, lot code 0024143), properly affixed the IV pole to the unit, and cleared the isolyzer from both cylinders and then verified that the cart was functioning as intended. The technician then returned the cart to service without further incident. The device was tested, inspected, and repaired.. Service work order (B)(4) on 28 march 2018. Based on the information provided, the root cause of the unit not registering fluid correctly was due to isolyzer in the cylinders. This isolyzer could obstruct the level sensors and prevent the unit from registering fluids properly. The transposal ultra cart instructions for use (gd-99022, rev. 9) provides at page 3 not to use the device outside the defined indications of use, that the reservoirs are for fluid collection only, and that material should not be placed inside of the cart for disposal. An IFU is shipped to the customer with each purchased intellicart system. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the unit was pushed out into the hallway with a note that says it does not register fluids properly. Follow up stated that the issue was only with cylinder #2. The event timing was after cleaning. Investigation found that the malfunction was on both level sensors.